Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that during surgery the setscrew failed to fix to the cranial bone. The hcp attempted to rotate and fix the setscrew on the base of the stimloc but it still failed to fix onto the bone. There were no environmental factors related to the issue. As a result, the device was replaced, resolving the issue. There were no patient symptoms alleged and no further complications are anticipated.

Manufacturer narrative:
Analysis of the 924256 stimloc burr hole cover, s/n unknown confirmed the allegation by showing that the threads of the screw were damaged at the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because this is the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.